Event description:
The caller reported that the patient has been having trouble charging their implantable neurostimulator (ins) since (B)(6) 2016. They stated that the ins has been dead since (B)(6) 2016. Further troubleshooting could not be done at the time of the report, as the caller was not with the patient. The patient was to follow-up with patient services. No patient symptoms were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.